Event description:
Patient reported obtaining back-to-back blood glucose results of 480 mg/dl and 183 mg/dl on the advantage system. Patient indicated that, at the time the results were obtained, she was feeling like blood glucose was high. Patient did not report taking any action based on these values. No resultant injury was reported. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.